Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. No additional patient or event information is available. It was reported that the patient used an alternate battery charger for the receiver. It should be noted that the dexcom g4 platinum (pediatric) continuous glucose monitoring system states: only use the dexcom battery charger provided in the receiver kit. Do not use any other battery charger.